Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was presented in the hospital for unrelated to the device issues. Multiple episodes of vf and non-sustained rv oversensing were noted. The patient received a shock and one shock was aborted. Egms showed oversensing due to possible capped lead or lead damage. Noise on the atrial lead was also noted. The patient will continue to be monitored.